Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Analysis is not required for the sealed sensor due to the sensor was returned expired.

Event description:
Was reported the customer's sensor had inaccurate readings. Customer's blood glucose was 100 mg/dl and their sensor glucose read 50 mg/dl. The customer also stated their insulin pump went in to threshold suspend due to the inaccurate readings. Customer also reported an incident where their blood glucose rose to 400 mg/dl. Customer's sensor will be replaced. No additional information provided.